Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a chemoclave® bag spike with additive port dry spike. The customer reported that their pharmacy technician mix diluent and chemo in the bag and the bag is then sent out to nursing. After the nurses prime the set to the spike, during administration the bag spike falls out of the bag and creates a chemo spill. The product was used for about 1 day and half an hour. The medication used was an unknown chemo. Chemo spilled on the floor and the healthcare worker had to isolate the room. The event occurred at 9:30pm. No hole, cut, tears or any defect was noted but the customer reported that the bag spike definitely fell out. The patient was attached at the time of the spill. There was no harm reported as a consequence of this event.